Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
While reporting issues with sensor errors and carelink, customer stated that she had a blood glucose level of 46 mg/dl prior to the call. Blood glucose level at the time of the call was 117 mg/dl. No further information was provided.